Event description:
Reporter called to document that two of her freestyle libre 2 sensors have failed within the past week or two. She will call abbott to have them replaced. Pt: 4582. Device: 3023. This report captures libre 3 sensor #1. Ref: mw5189579.